Manufacturer narrative:
The user facility has provided no additional information about the incident, the user, or how the product is used.

Event description:
It was reported that the release head on the gas spring that controls the tilt of the chair broke, allowing the chair seat to tip back.

Manufacturer narrative:
It was reported that the user has a very high activity level, and tends to rock quite frequently. It is possible that the chair is not appropriate for the user. The product manual warns that: "a qualified professional must assess the appropriateness and safety of all equipment for each user."